Event description:
The customer reported the system is displaying a fast stop, but the fast stop button was not pressed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse and repaired a shorted wire. System operates as intended. (B)(4).